Event description:
Customer reported via phone, only half of the wording is being displayed and is having trouble seeing half of the words. Customer stated there is a faded line when she pressed the act button she can see the main menu but only half of the words. Customer's blood glucose was 146 mg/dl. Customer stated the device was not dropped nor bumped. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. No blank display was noted. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.